Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017. Customer¿s blood glucose was unknown at time of hospitalization. Customer was wearing the insulin pump during the hospitalization. Customer declined troubleshoot for high blood glucose and bent cannula. Customer performed self test and high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.